Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient did not require hospitalization but was treated with ancef and ceftazidime intraperitoneally (dose and frequency not provided). The cause of the peritonitis was unknown. The patient later recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13d25038, h13e02083, h13e24038, h13f25025, h13h16038, h13i06037, h13i25011, and h13e31025 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).